Event description:
Pt was found in state of medical emergency and her cadd legacy pump was showing in error when she was found. Pt was taken to the emergency room and she was started on epoprostenol while she was in hospital. Reported product fault occur while in use with a pt. Pt was found in state of medical emergency and can't really say if the product issue caused or contributed to pt or clinical injury. Pt was taken to the ER medical intervention must have been done in the hospital. Actual device is currently not available for investigation. Cadd legacy pump was not replaced. Cadd legacy pump used for remodulin IV, continuous infusion 171 nkm pump rate 0.066 ml/hr, route: IV. Dates of use: (B)(6) 2016 to (B)(6) 2017. Diagnosis or reason for use: pah.